Event description:
The user facility reported that water was leaking from under their reliance 444 washer. The water reported to have spread away from the unit. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
The steris service technician repaired the unit, ran a test cycle and confirmed the unit to be operational.

Manufacturer narrative:
A steris service technician inspected the unit and found that the 3 studs that hold the electric heating element in place were broke off. This allowed water to leak through the holes and out onto the floor.the user facility has ordered the parts to place the unit back into service and will contact steris service to complete the repairs once the parts have arrived.